Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no med attention. Customer's expected blood results are 130-150 mg/dl fasting. Verified the strips expire 8/26/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 138 mg/dl and 156 mg/dl fasting. Reviewed meter memory: no adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.